Manufacturer narrative:
Per the user facility's biomedical engineer, the non clinical activity was a routine checkup of the unit. The field service representative (fsr) found no issues and charged the batteries overnight. He returned the next day and the unit passed all release testing. It was determined that the user facility night shift technician was not familiar with the hlm and the battery capacity was discharged causing the reported complaint. The unit operated to the manufacturer's specifications. Per data log review, the system was powered up several times on different days for about one minute, which was not enough time to charge the batteries. On (B)(6) 2021 the system was run on battery for about 45 minutes, and the battery capacity dropped to 8/16, which is enough to cause the power manager light emitting diode (led) to be red. More days occur of powering the system up and immediately powering down again, giving no time for the batteries to charge. By (B)(6) 2021, capacity was down to 6/16. There was no indication any beeping was occurring except the times when the system was ran on battery and at power up. On (B)(6) 2021 the system was left powered up on alternating current (ac) power and the batteries were fully charged. The power manager led would be green at this time. The logs confirmed the red led and beeps when the system was run on battery backup.

Event description:
It was reported that during use of the device for a non-clinical activity, a red light was lit on the heart lung machine (hlm) and it was beeping constantly. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.